Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. In addition, it was reported that insulin drips were not observed to be dripping out of tubing during the load fill tubing sequence. Customer's blood glucose level was 451 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.